Manufacturer narrative:
(B)(4). Evaluation of the returned device found that the handle and needles were in backdown position and there were slacks on the sutures. There was no clamp mark on the coiled suture tube and no needle strike mark on the barrel face. During the investigation, the handle was deployed and all the needles and sutures presented at the hub. Based on the investigation findings, the device performed according to specification; therefore, the root cause for the reported incident could not be determined. A review of the finished product lot history record did not reveal any non-conforming material records associated with this lot. In addition, a query of the complaint database was performed and there were no similar complaints within this lot for the reported device code at the time the investigation was performed.

Event description:
It was reported that a physician trained in the use of the prostar xl device attempted pre-close placement of the sutures in the common femoral artery prior to an endovascular aortic repair procedure. Reportedly, at the beginning of the procedure the handle could not be pulled back to deploy the needles. The device was removed and a second prostar was used to complete the procedure. There was no reported adverse patient sequelae. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all relevant information.